Event description:
It was reported that the customer was experiencing high blood glucose over 600mg/dl. The wife stated that she will be taking her husband to the emergency room. The next day, the wife called back and stated that the customer was hospitalized for high blood glucose of 575mg/dl. It was stated that the customer was treated with insulin drip and manual injections. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.